Event description:
It was reported that during a water vapor therapy, a blue error appeared on the generator screen. The generator was turned off and on again. The device was unplugged and plugged back in to perform the initialization procedure. The initialization procedure was stopped because the generator screen went black and started to flicker. The generator was switched off and on again a few times and repeated the initialization procedure. Once the device was inserted inside the patient, the generator screen went black again. The procedure was aborted. The procedure was completed later using another generator without patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of no display and error messages being displayed could not be confirmed as analysis found no error messages were received during functional testing. The generator passed full functional testing and the product investigation did not identify any potential product issue. Service history record review: the review showed that this generator was last serviced on 18 august 2021 and it was installed at this customer's site on 14 september 2021. The generator was fully functional. Technical analysis: the generator was returned and upon receipt was thoroughly analyzed. During functional testing, the generator passed the ost (power on self-test) and the syringe and delivery device were connected with no issues. The generator also primed and flushed within specifications. The present installed monitor cables were 24 june 2019 version. As a precaution the monitor cables were replaced to latest upgraded version. Visual analysis identified the rocker switch was damaged and therefore replaced. The generator was in overall good physical condition and it received all required updates. The generator passed full functional and electrical safety testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation. The service department was unable to replicate the fault conditions reported as no error codes were displayed upon functional testing.

Event description:
It was reported that during a water vapor therapy, a blue error appeared on the generator screen. The generator was turned off and on again. The device was unplugged and plugged back in to perform the initialization procedure. The initialization procedure was stopped because the generator screen went black and started to flicker. The generator was switched off and on again a few times and repeated the initialization procedure. Once the device was inserted inside the patient, the generator screen went black again. The procedure was aborted. The procedure was completed later using another generator without patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.